Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-mar-2018 with the following findings: a review of the pump alarm history revealed multiple call service 052 alarms. During investigation, the pump powered on with two beeps, vibration, and a blank display. After a few minutes the pump displayed ¿sleep error." Further testing was not able to be performed due to the sleep error. The pump was opened and an internal component on the printed circuit board had failed.